Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint and the reported failure was confirmed as having occurred in the field and could be replicated. During visual inspection no evidence was found that would relate to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 1162). The unit was also tested on a fixture test platform (pftp), and check cannula test failed. Once testing was completed, the cannula mount was aba tested, and it was verified to be the source of the fault. As a result of these investigation, failure analysis was able to conclude that the cannula mount assembly was found to be the root cause of the reported event. The probable root cause is attributed to cannula recognition failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the error 1162. Fse replaced the universal surgical manipulator (usm) to resolve the issue. System was tested and verified ready for use. Isi has not received the usm involved with this event to perform failure analysis as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that prior to the start (post ports placement) of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, persistent error 1162 occurred on universal surgical manipulator (usm) 2. The customer received phone assistance from the technical support engineer (tse). Before the phone call, the customer had already power cycled the patient side cart (psc), but the issue was not resolved. The tse confirmed repeated recoverable error 1162 in the logs indicating cannula sensor error. The tse had the customer install cannula on usm 2, but the cannula was not recognized. The tse had the customer disable usm 2. The procedure was completing with the remaining three usm arms. There was no reported injury.